Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Analyst commented, device has not yet triggered recommended replacement time (rrt). Most recent battery voltage measurement as of 15september2016 was 2.88volts with an estimated remaining longevity of 3.8 to 9.9 months, with an average remaining longevity of 6.9 months. The device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.